Event description:
It was reported by the customer that the device will prompt a "connect electrodes" message even when the device is connected to an analyzer. There was no patient use associated with the reported malfunction.

Manufacturer narrative:
(B) (4). Physio-control provided customer with the part number for a replacement therapy cable. The customer later confirmed that the replacement therapy cable resolved the reported malfunction. The customer performed a performance inspection procedure and returned the device back to service. Further root cause of the reported failure cannot be determined.